Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with batch number 2070746 on the labels. The t1, t2, and suture are on the needle. The variable depth straw was not returned. A functional evaluation, using a simulation meniscus, showed the t1 deployed and implanted as intended. The t2 would not deploy due to the actuator could not reach to push it past the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the ultra fast-fix´s t2 implant would not deploy due to the actuator could not reach to push it past the dimple. The deficiency was observed while performing the investigation for the device; therefore, there was no patient involvement.